Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash where the equipment touches under the breast bone. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed clobetasol propionate for the rash. Outcome of the irritation is unknown.